Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime screen. Customer blood glucose reading was 13.1 mmol/l. Troubleshoot was performed. Customer stated insulin pump stop working when filling the cannula and did not gave an option to rewind. Customer stated insulin was squirting out during manual process. However, customer was not wearing the insulin pump during the priming process. Customer stated there was gap that was closed and insulin pump was touching the reservoir. Customer stated the screen got stuck during rewind. Customer changed the set and insulin exited. Yet, insulin did not continue to drip after letting go the act button and the pace was very fast. Customer also reported loose drive support cap.the insulin pump will not be returning for analysis.